Event description:
It was reported that the lead exhibited noise and p wave oversensing. The patient received inappropriate shocks. The electrical parameters were normal. The lead was capped and replaced on (B)(6) 2017. No further information was reported.